Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect medical device components involved in the event: model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4. Model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. Devices discarded by facility.

Event description:
A report was received that the patient underwent a revision procedure in order to address lead migration and inadequate stimulation.